Event description:
The patient presented to the hospital with loss of ventri- cular capture one week post generator implant. Loss of atrial capture was also noted. Atrial thresholds were 3.75 v in the unipolar configuration. The patient was admitted to the hospital for complete heart block and no ventricular support. During ventricular lead repositioning, the atrial lead was found to also be dislodged. Both leads were subsequently replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received